Event description:
It was reported that the lead was capped and replaced due to oversensing. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.